Manufacturer narrative:
The device was returned for analysis. The reported bent needle was confirmed. The deployment issue could not be confirmed due to the condition of the returned device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device was received; however, investigation has not yet begun. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with a 6f sheath after an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the posterior needles hit the inner housing and bent into the soft tissue. A cut down was done to get the needles out. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.